Event description:
Reporter stated that customer received the following results on the aviva combo system within 5 minutes: 33.9 mmol/l and 3.9 mmol/l. The customer ate 20 carbohydrate units in response to the results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). On (B)(6). 2013 customer provided clarifying information. Reporter stated that customer received the following results on the aviva combo system within 5 minutes: 33.3 mmol/l and 3.9 mmol/l. The customer ate 20 carbohydrate units in response to the results. No adverse event reported. The manufacturer requested return of suspect product for evaluation. Lot information was provided.